Event description:
Severe back and leg pain. Laminectomy performed in 8/92. In 2/93 and 3/93 two operations were performed. Plates and screws were implanted. In 4/93 a fourth operation was performed to replace "loose screws."